Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. There were no other issues noted during the evaluation. A manufacturing process improvement has been implemented to add more solvent to bond the insert component to the main body, thereby preventing separation between the connector and the main body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced separation from a transfer set. It was further reported the transfer set "was separating from light blue part while disconnecting." It was reported that the transfer set was changed. It was reported patient developed contamination and peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.